Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system. The connections and seals to the co2 absorber assembly were cleaned and re-seated to resolve the reported issue. (B)(4).

Event description:
The hospital reported an increase in high fico2 alarms. There was no report of patient injury.